Manufacturer narrative:
(Initial reporter city, state): aizuwakamats, fukushima prefecture block h6: medical device problem code a180104 captures the reportable investigation results of foreign material present at the tip.block h10: the returned contour ercp cannula was analyzed, and a visual evaluation noted that the device had white and black residue in the catheter. Additionally, there was a bend in the working length near the green label. A functional test was performed with two guidewires, navipro and novagold, and they passed through the distal tip with no problems. The unit was reviewed with the go pin gauge and it did not present any difficulty in the insertion. No other problems with the device were noted. The product analysis revealed there was an unknown white and black residue in the device. The residues could be from body fluids or a residue of the plastic material in the tip of the device; however, the exact nature of the residues is unknown. The reported problem of difficulty advancing the guidewire was not confirmed; however, during analysis it was found that the device was bent which could have contributed to the reported problem. It is likely that this could have been generated due to procedural factors such as handling technique or the force applied combined with resistance experienced during the procedure. Based on all available information, the conclusion code of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was used in the common bile duct during a procedure performed on (B)(6), 2022. During the procedure, this contour ercp cannula was used with a non bsc guidewire during cannulation. When the contour ercp cannula was attempted to be pulled out leaving the guidewire in place, it was observed that there was difficulty removing the device; hence, the replacement of the device could not be performed. The procedure was completed another of the same device. It was reported that the guidewire was advanced without any problem. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the product analysis revealed there was an unknown white and black residue in the device. Please refer to block h10 for full investigation details.